Event description:
It was reported that the head of the foley probe had detached from the rest and could be removed easily by the patient. Hence, it was stated that there was a risk of infection. At first, the customer thought that it was a bad handling of the caregivers during the transfers of the resident. However, the customer then realized the problem when the probe was changed for the 5th time, at the beginning of june. Customer stated that the last incident was on (B)(6) . Customer opened a first set to control it and found nothing abnormal. A few days after, the customer was in front of a new detachment of the probe and the pocket. It was reported that the customer opened another set and realized that it was enough just to pull very lightly to separate the different parts of the catheter. Finally, customer mentioned that this impacted a box. Per follow up via ibc on 16aug2021, the inside part was fine and stated it was the seam between the probe in the pocket and the one in the bladder which did not fit on some kits. When user tried to connect it, one kit no problem and another just pulling a little bit and it came apart. The user felt the fishing spot around it.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "od too small or incorrect dimensions". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. (Fig. 4) 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Urology urology cdc guidelines for appropriate indications for indwelling urethral catheter use ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient directions for use/patient education information insert foley catheters only for appropriate indications and leave in place only as long as needed this catheter is intended for use in the drainage and/or collection and/or measurement of urine.* * generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract.'' The device was not returned.

Event description:
It was reported that the head of the foley probe had detached from the rest and could be removed easily by the patient. Hence, it was stated that there was a risk of infection. At first, the customer thought that it was a bad handling of the caregivers during the transfers of the resident. However, the customer then realized the problem when the probe was changed for the 5th time, at the (B)(6). Customer stated that the last incident was on (B)(6) . Customer opened a first set to control it and found nothing abnormal. A few days after, the customer was in front of a new detachment of the probe and the pocket. It was reported that the customer opened another set and realized that it was enough just to pull very lightly to separate the different parts of the catheter. Finally, customer mentioned that this impacted a box..

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure mode could be user rough handling (eg: pulled out by user), use of sharp object, operator error, stripping error). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2). 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. (Fig. 3). 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. (Fig. 4). 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Urology: urology. Cdc guidelines for appropriate indications for indwelling urethral catheter use patient has acute urinary retention or bladder outlet obstruction. Need for accurate urine output measurements. Use for selected surgical procedures. To assist in healing of open sacral or perineal wounds. Patient requires prolonged immobilization. To improve comfort for end of life care. Proper techniques for urinary catheter. Insertion. Perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter. Maintenance. Secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient. Directions for use/patient education information. Insert foley catheters only for appropriate. Indications and leave in place only as long as needed. This catheter is intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the head of the foley probe had detached from the rest and could be removed very easily by the patient. Hence, it was stated that there was a risk of infection. At first, the customer thought that it was a bad handling of the caregivers during the transfers of the resident. However, the customer then realized the problem when the probe was changed for the 5th time, at the beginning of june. Customer stated that the last incident was on june 22 and 29. Customer opened a first set to control it and found nothing abnormal. A few days after, the customer was in front of a new detachment of the probe and the pocket. It was reported that the customer opened another set and realized that it was enough just to pull very lightly to separate the different parts of the catheter. Finally, customer mentioned that this impacted a box.